Event description:
It was reported that patient was hospitalized due to respiratory issue on (B)(6). CT scan revealed a soft tissue mass at the right pelvis. Healthcare provider (hcp) aspirated 20 cc of fluid and the numbness in the leg and pain in patient¿s groin subsided. Hcp was going to use MRI to scan to area again to check it's status. Drugs delivered via the device were bupivacaine and morphine it was later reported that patient had health issues, and a possible hematoma or inflammatory mass. Patient needed to have an MRI, and the MRI facility refused to do an MRI, because they needed to check the pump afterwards. It was further added that the hospital went ahead with their procedure without doing an MRI. The procedure was aspiration of ¿some fluid in the patient¿s right hip area¿. It was added that the hcp had wanted to do an MRI to see if was hematoma or a mass but did not perform it. Hcp did a cat scan but indicated that "it only reads soft tissue and all they know is that there is something in there but we don¿t know what". They aspirated the fluid and so far they know it¿s not a mass or infection but haven¿t gotten the results from the samples that were aspirated. They were hoping to get another MRI soon.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).